Event description:
Name of procedure: lap chole. Event description: the device misfired several times but then reworked and dr. (B)(6) was able to finish the case. Additional information received on 04sep2025 from note received during product decontamination: clips not dispensing. Off sterile field. Rn engaged the applier 4 times and on #5 the clip dispensed. Intervention: the device worked again and was used to finish the case. Patient status: fine.

Manufacturer narrative:
The event unit return to applied medical for evaluation. Functional testing was performed on the returned unit, which confirmed the complainant¿s experience of clips not loading into jaws. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the exact root cause of the reported event based on the evaluation of the returned unit. Applied medical has performed a historical trend analysis and review of production records and no trends were identified.

Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure: lap chole. Event description: the device misfired several times but then reworked and dr. [Name} was able to finish the case. Intervention: the device worked again and was used to finish the case patient status: fine.